Event description:
Asr revision bi-lateral. Update: corrected revision country.

Event description:
Additional reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (not a reprocessed single use device); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reasons for the revision were as follows: discomfort; worsening mobility; elevated metal ion levels; effusions; fibrosis in capsule; pseudo tumor in right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision bi-lateral. Hip replacement: asr xl (right), asr xl (left), surgery date: (B)(6) 2008, (B)(6) 2006, date of revision: (B)(6) 2011, (B)(6) 2010. Update: corrected revision country. Information received 30 apr 2012. Update: added additional reasons for revision, product codes for sleeves and stems received 7 aug 2012. Reason(s) for revision: discomfort, worsening mobility, elevated cr & co levels, effusions, fibrosis in capsule, pseudo tumour in right hip. Asr xl (right) 1, 2, 7, 9 & 10, (B)(4). Asr xl (left) 3, 4, 5, 6 & 8, (B)(4) / unknown (product -8) update received april 24th, 2013. Reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update 27 july 2015: updated to legal with (B)(6). This patient has had a bilateral revision. This com is for the right hip. For the left hip (B)(4). Separated products into left and right hips as the original dint was for both hips. Added manufacture and expiry dates for all products. Taken from (B)(6) alert 17 july 2015 and query 1 reply 24 july 2015.